Event description:
A falsely depressed creatinine_2 (crea_2) result was obtained on a patient sample on an atellica ch 930 analyzer. The result was identified as having a large delta. The discordant result was reported to the physician(s). The sample was repeated on an alternate atellica ch 930 analyzer. The repeat result was higher than the discordant result. The repeat result aligned with the patient history and was reported as the correct result to the physician(s). There are no known reports of patient interventions or adverse health consequences due to the falsely depressed crea_2 result.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) and reported a falsely depressed creatinine_2 (crea_2) result was obtained on a patient sample on an atellica ch 930 analyzer. Quality controls (qc) recovered within acceptable ranges on the day of the event. The reaction data showed there was a high blank value on 571 nm with an erratic read. The cause of the discordant crea_2 result is unknown. Siemens is investigating the issue.

Manufacturer narrative:
Siemens filed the initial MDR on 22-dec-2022. Siemens filed supplemental MDR on 23-jan-2023. Additional information (24-jan-2023): the customer replaced the sample probe and performed quality control (qc), which recovered within range. The cause of the falsely depressed creatinine_2 (crea_2) patient result is unknown. The component code, investigation findings and investigation conclusions codes in section h6 were updated to reflect the additional information. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.

Manufacturer narrative:
Siemens filed the initial MDR on 22-dec-2022. Additional information (29-dec-2022): siemens further investigated the issue and concluded that foaming, sample integrity, and preanalytical variables, potentially contributed to the falsely depressed creatinine_2 (crea_2) patient result. The investigation findings and investigation conclusions codes in section h6 were updated based on the additional information. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.